Event description:
It was reported that a vns patient experienced pain in the neck area due to unknown reason. Additional information was received from a company representative present at a follow-up appointment with the treating nurse and patient. The company representative indicated the patient had been complaining of intermittent pain in her neck for the past 2 weeks. The nurse and company representative performed system diagnostics with ok results and dcdc=2. The nurse indicated the patient' settings are 2.0/20/250/30/5 and performed normal mode diagnostics with a dcdc=0. The neurologist said due to the pain and the dcdc=0, he believes there is a short circuit of the device and scheduled the patient for a full revision. The patient did some heavy lifting recently (oxygen tanks) and the neurologist believes that could have caused a problem. Additional information was received from the explanting site indicating the patient underwent generator and lead replacement surgery due to painful stimulation and lead problem. The patient was re-implanted and the explanted generator and lead were returned to the manufacturer to undergo product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.